Manufacturer narrative:
The ventilator was returned to the MFR for eval and the customer's complaint was confirmed. The device's system to sensor board cable was found to be disconnected. The device's system to sensor board cable was reconnected to address the issue. During eval of the device at the MFR's service center, a "service required" code was found in the ventilator's downloaded error log. The device's internal battery was replaced to address the issue.

Event description:
The MFR received info alleging a ventilator inoperative condition occurred. The device was not in pt use.